Event description:
Additional information received reported the patient did not need to do the pressure regulation for now. It was noted the manufacturer representative had reserved contact information for the patient's parents. When the patient needs the pressure regulation, they can directly contact the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In (B)(6), the patient¿s pressure level setting was adjusted from 1.0 to 1.5. Ten days after the adjustment, the patient experienced drowsiness/lethargy and vomiting. The patient went to the hospital for treatment and the doctor gave the patient anti-inflammatory treatment, but the symptoms did not improve. At the time of the report, the patient was at home with the same symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient would be scheduled for a visit next week.